Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code- 4446 - heart failure/congestive heart failure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the same day the sensor had been inserted in the arm. According to the patient¿s child, on saturday, (B)(6) 2025 the cgm reading was 389 mg/dl, and there was no bg value documented as they forgot the value. The patient was feeling terribly thirsty. The patient was treated with 13 units of insulin injection and constantly testing her bg reading which was still high. At 10:30 a.m., the child decided to take the patient to the emergency room (ER) because her blood glucose levels were still high. At the emergency room, intravenous (IV) fluid was administered to the patient, along with several blood tests and an EKG. Results of the tests found the patient had a heart-related issue. The patient¿s bg was monitored, and there was a 40-point discrepancy from the cgm reading (no values reported). The patient was discharged on wednesday, (B)(6) 2025. The doctor's diagnosis was heart failure. There are no other prescriptions other than insulin (8 units every meal). At the time of the report the patient was good although the bg reading was 514 mg/dl and the cgm was high. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.